Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion the catheter split apart. As a result, it was removed and a new catheter was placed successfully. There was no delay in treatment and no patient death or complications reported. It was noted the clinician was inserting at the wrong angle and may have damaged the catheter.